Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed on (B)(6), 2012, she was experiencing symptoms of "shakiness and fatigue" "a few hours before testing". The patient reportedly manages her diabetes with an unknown type/dose of oral medication and she stated that she increased her food/drink in response to her symptoms at approximately 11:30am on that same day. One hour later, the patient contacted her doctor and was advised to "eat and sleep." The patient reported that she tested with the subject meter at approximately 2:30pm that same day and observed values of "268, 281 mg/dl" performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. No other device was used for testing. It would have been helpful to confirm if the patient tested on the subject meter just prior to or after the onset of her symptoms and if so, what the reading was. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The samples were taken from the same approved site. Replacement products were sent to the patient. Although the patient's symptoms occurred prior to obtaining the alleged erratic results, this complaint is being reported because the subject meter's memory shows that the results were elevated in the 400s (mg/dl) prior to the reported results on that same day. It is unknown if the patient took any action in response to these elevated results, which may have caused/contributed to this serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4), 2012, with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.